Event description:
It was reported that a non disposable alarm was displaying on a smiths medical pump and wont run. Settings reviewed, pump turned off, tubing clamped and cassette removed. Tubing massaged and air bubbles are present on the cassette tubing. Cassette tapped on a hard surface and reattached. Pump alarm returns with start up. Process repeated and pump alarm persists. No adverse patient effects were reported.